Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: torn valve. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 300cc breast implant. During surgery for extraction of saline solution to make the breast smaller, the valve on the left breast implant tore by the surgeon¿s manipulation. As a result, the patient underwent removal and replacement with a saline mentor smooth round moderate plus profile 300cc, catalog number 3502300, serial number (B)(4), lot number 7583435 on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample a rupture was observed on the anterior view, measuring approximately 2.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The analysis was unable to determine the root cause for the finding. Excessive manipulation may have caused any damage to the valve. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed.breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).